Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had high blood glucose level. The customer's blood glucose level was 480 mg/dl at the time of incident. It was also reported that the crack was present on lip of the reservoir chamber where reservoir was present. Due to crack on lip of reservoir compartment, reservoir was opened and popped out and cant screw on the reservoir back in the insulin pump. The customer was advised that the insulin pump need to be replaced. The insulin pump will be returned for analysis.